Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited high and variable superior vena cava (svc) coil impedance values in addition to oversensing, increased counts to the sensing integrity counter (sic) and high rate non-sustained episodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high defibrillation impedance warning. The lead remains in use. No patient complications have been reported as a result of this event.